Manufacturer narrative:
The patient side manipulator (psm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Fa installed the psm onto a golden system where error 23007 was triggered on startup, indicating that the servo system was unable to control the arm within expected tolerances during the wiggle test performed after homing, with p-values pointing to axis 2, replicating the reported event. Due to error 23007, further functional testing could not be completed. After testing was complete, excessive brake dust was found from axis 2, but no other issues were found related to the reported event. Based on these findings, fa determined that the axis 2 pot assembly is the root cause of this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the patient side manipulator (psm). The system was tested and verified as ready for use. The psm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the da vinci surgery technical assistance team (dvstat) and reported that they had a fault. The customer stated that the patient side manipulator (psm) 3 pitch axis could not move. Before calling dvstat, the customer had hard power cycled the system and the issue remained. Then the technical support engineer (tse) checked the error log with the field service engineer (fse) and found the system reported error 23008, pointing to axis 2. The tse recorded the information and the fse would go on site for further troubleshooting. The procedure was completing as planned with no reported injury.